Manufacturer narrative:
Concomitant medical products: 1688t lead implanted: unknown; 7122q lead implanted: unknown; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their remote monitoring application showed that their cardiac resynchronization therapy defibrillator (crt-d) battery longevity was significantly lower than they had expected. The crt-d remains in use. No patient complications have been reported as a result of this event.